Event description:
Patient reported that their one touch ultra meter would not power on when a test strip was inserted into the meter. Medical affairs specialist called the patient and left a messge in 2004. Patient did not respond to that call. Based on the initial information provided by the patient, they were taken to the hospital. They were feeling tired and dizzy. Patient did not provide information regarding their treatment if they received any. Also unknown is their blood glucose level at the hospital. No further clinical information was provided regarding the hospital visit and if they had attempted to test on their meter prior to going to the hospital. This case is reported as a meter malfunction since the power issue was not resolved with troubleshooting. A letter is sent to try and contact patient.